Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 145 mg/dl. The customer was assisted in programming the bolus value in question. The customer stated that they are not able to upload to care link at this. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan and monitor blood glucose until replacement arrives.

Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to broken solder joint on the interface board and the time and date had been reset to factory default setting due to a21 anomaly. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed with multiple manual boluses and wizard bolus and monitored; the boluses were delivered and recorded properly in bolus history screen. No delivery anomaly or bolus history anomaly noted. No unexpected a17 or a20 error alarm noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.